Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when testing their device, the display went blank and remained blank after the shock button was pressed. The customer advised that the device was also unresponsive when the on/off button was pressed and that they had to remove and reinstall the device¿s batteries in order to restore power. This behavior is indicative of a device lockup condition and, as a result, defibrillation therapy would not have been possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that when testing their device, the display went blank and remained blank after the shock button was pressed. The customer advised that the device was also unresponsive when the on/off button was pressed and that they had to remove and reinstall the device¿s batteries in order to restore power. This behavior is indicative of a device lockup condition and, as a result, defibrillation therapy would not have been possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio further evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and concluded that the data was consistent with the reported issue. The cause of the reported issue could not be conclusively determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that when testing their device, the display went blank and remained blank after the shock button was pressed. The customer advised that the device was also unresponsive when the on/off button was pressed and that they had to remove and reinstall the device¿s batteries in order to restore power. This behavior is indicative of a device lockup condition and, as a result, defibrillation therapy would not have been possible if it were necessary. There was no patient use associated with the reported event.